Event description:
On (B)(6) 2016, the reporter contacted lifescan in (B)(4), alleging that the subject meter read inaccurately erratic. The reporter was unable to give exact values but stated the difference in results was between 30 and 40 mg/dl. The tests were performed within an unknown time of each other. This complaint is being reported because the results may not have met lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.